Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026 to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: g3; h2; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record review cannot be performed without product identification. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
Due diligence is complete as multiple attempts were made; however, no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a2; a3; b7; d10; g3; h2. D10: unknown wagner stem. Unknown freedom head. Unknown trilogy screw. Unknown competitor cement. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
No additional information available for the reported event.

Event description:
The study reported that 2 patients in the 1.5-stage group were re-revised due to loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). B3: event date is the publication date of the article. G2: villa jm, hosseinzadeh s, rajschmir k, manrique-succar j, higuera-rueda ca, riesgo am. A comparative analysis of 1.5-stage stem hybrid fixation versus two-stage exchange arthroplasty for periprosthetic hip infection : is a 1.5-stage exchange equivalent? Bone joint j. 2025 jun 1;107-b(6 supple b):62-69. Doi: 10.1302/0301-620x.107b6.bjj-2024-1088.r1. Pmid: 40449559. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.